Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: one photo was provided for evaluation. It shows a syringe with the rubber stopper pulled all the way back. From the photo, a foreign matter can be observed but not clear what it is and its source. This syringe was used for chemotherapy and filled with the related drug. Now it is empty. The photo was shown to associates in the shop floor asking them if they have seen any type of foreign matter in the fluid path, gray or white color; no one recognizes it or has seen something similar. Since no sample was received, the sample analysis couldn¿t be performed. The sample is contaminated with a chemotherapy drug. Due to health and safety concerns, this type of sample is forbidden to transport as they pose a risk for any person involved in handling it. Based on the investigation and the photo sample analysis, the reported symptom is confirmed. The type of foreign matter and source remains unknown. We will continue monitoring and trending this product for this symptom. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: lot# is unknown. A device history review could not be completed as no batch number was provided. Based on the investigation and the photo sample analysis, the reported symptom is confirmed. The type of foreign matter and source remains unknown. We will continue monitoring and trending this product for this symptom. Root cause description: since no sample was received the sample analysis couldn¿t be performed. The sample is contaminated with chemotherapy drug. Due health and safety concern this type of samples are forbidden to transport as they pose a risk for any person involved in the handling of it. Rationale: CAPA not required at this time. A review of the applicable fmea/eura (peura(B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that syringe 60 ml ll tip 1 ml 2 oz in 1/4 oz contained foreign matter. The following information was provided by the initial reporter: "there is foreign material in the syringe. There is foreign material (gray or white color) on the gasket. The syringe was filled with anti-cancer drug fluid."